Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0j4kt, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient reported via the manufacturer representative that they did not experience symptom improvement and tried reprogramming. The cause of the event was unknown and the issue was not identified. There was no allegation against the device and the patient's status and medical history was unable to obtain at the time of report. The patient's device was explanted and the issue was resolved. The event occurred during normal use and the indication for use was gastrointestinal/ pelvic floor. If additional information is received, a follow- up report will be sent.